Event description:
It was reported that the customer's pump screen was dark and won't turn on. Customer's blood glucose level was not impacted. The customer was instructed by technical support to try various troubleshooting steps, but the pump remained unresponsive. Consequently, technical support decided to replace the pump, and the customer was provided with instructions to return the faulty pump within 10 days using a pre-paid label. The pump was under warranty, and the customer planned to use multiple daily injections as a backup insulin therapy.